Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headache, dry throat and eye irritation. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headache, dry throat and eye irritation. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to an authorized service center for evaluation. The device was visually inspected, and the service center found dirt and dust contamination. The device passed all final testing, and there was no evidence of sound abatement foam degradation, device has been scrapped. Section h6 updated in this report.